Manufacturer narrative:
It was discovered by the attending physician on post operative follow-up on (B)(6) 2011 that the checkpoints were inadvertently left in the pt. The checkpoints are devices that are temporarily inserted into the bone for the duration of the surgery in order to aid in navigation and confirmation of overall system accuracy. After investigation, it was determined that the medical staff failed to follow procedure in order to remove the checkpoints during the original surgery. There was no failure of the mako rio system and the device performed as designed and the surgery was successful. Also, there was no failure of the implant or the instrumentation used during the procedure.

Event description:
On (B)(6) 2011, the pt wa operated on using the mako tactile guidance system v.2.0 (a.k.a. Robotic arm interactive orthopedic (río) system). The tibial and femoral checkpoints were inadvertently left in pt. Pt was scheduled to have both checkpoints removed on (B)(6) 2011.